Event description:
The customer claims that flusing could not be done when pushing the reservoir of the valve (nl850-1331). Then the valve was suctioned by negative pressure from the peritoneal side then the flow appeared. The valve was connected to the ventricular catheter (nl850-1228) and peritoneal catheter. After the valve system was implanted in the patient no cerebrospinal fluid flowed out. The surgeon replaced with another nl850-1331 and cerebrospinal fluid could flow out smoothly through the valve with no problem. No patient injury was reported.